Event description:
The wife of a (B)(6) old male pt called zoll customer support to report that the pt's monitor screen was blank and wouldn't power on. She also stated that the screen was foggy and there were water droplets underneath. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (water damage, won't power on) has been confirmed. Upon investigation corrosion was found on the auxiliary pca board at connector j2005, causing the system to fail to power on. The root cause of the corrosion was liquid ingress. No adverse event resulted from the corroded j2005 connector on the auxiliary pca. The pt received a replacement monitor.